Manufacturer narrative:
It was reported an end-user fell while using a bedside commode. End-user got up from bed and sat on the commode, when she sat down the front legs of the commode "bent" and she fell to the floor. End-user was transported to emergency department and had x-rays performed. No fractures were identified and patient was diagnosed with a sprained ankle. End-user was unable to ambulate in the emergency department and was admitted to the hospital for observation. End-user was in the hospital for three days and was then discharged to a rehab facility for physical therapy. A sample was not returned and a product number was not given. Unable to verify if this is a medline product. A root cause cannot be determined at this time. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
It was reported an end-user fell while using a bedside commode.